Event description:
Caller states she saw a recall for her device while watching television. She states that the device has been bothering her but she assumed it was normal side effects when a foreign device was inserted into the body. Caller reports experiencing severe stabbing pain in her abdomen, back pain, abdominal swelling, nausea, vomiting, and numbing in the legs. Caller also states at times, the device feels like it has migrated into her chest and causes pain in ther ribs. The doctor who has implanted the device's name is dr. (B)(6) in (B)(6).